Event description:
The physician successfully implanted an integrity rapid exchange (rx) coronary stent system to treat a patient. Post use, it was noted that the product was used approximately 31 days beyond its use by date. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: failure to follow instructions (IFU instructs the user to use the product before its ubd). Evaluation conclusions: user error contributed to event (IFU instructs the user to use the product before its ubd).